Manufacturer narrative:
(B)(4). This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique described as the patient made a touch contamination which caused the peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of touch contamination and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. Follow-up information was received from a nurse on (B)(6) 2012. The nurse confirmed the event of peritonitis, the culture result and the hospitalization dates as previously reported by the consumer. On an unreported date, the patient made a touch contamination which caused the peritonitis. On an unreported date, treatment was started using vancomycin (specifics not provided) for the peritonitis. On an unreported date, the patient was retrained. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be sent if additional becomes available.